Event description:
The pt started doing exercise and felt a pop followed by pain. Posterior dislocation of the cup and communited fracture of the proximal femur. Pt required revision. Physicians feels this was caused by pt noncompliant to hip prevention.